Event description:
MFR received a report of a person slipping out of a pt lift and striking her forehead on the lift base. After inspection of the device by the rptr, no malfunction was found and the lift is continuing to be used without incident.